Event description:
The suture was used during a femoral embolish with a patch graft procedure. Reportedly, the suture failure led to a massive bleed. The patient returned to the o.r. In 05. Patient remained in the ICU on a vent and was receiving transfusions. Current patient status is unknown at this time. 05/05 - patient returned for bleeding at leg site but original suture was intact. Surgeon reinforced with additional surgipro ii 6/0 suture. No disruption noted to original suture. 6/05 - patient returned for bleeding. Surgeon noted suture disruption and oversewed with 5/0 surgipro. Five days later - patient returned for hemorrhage at same site. Surgeon reinforced again with 5/0 surgipro.